Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the hysteroscopy procedure, after the activation of the loop, a flare-up can be seen on the video monitor of the hysteroscope that results in the breakage of the loop. The use of the instrument has been immediately stopped and replaced with another loop. No harm to the patient, user or third is reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection of the returned product, the following was found: as the working electrode is interrupted and shows molten down material as well as the neutral electrode completely molten down it is most likely that the working electrode got bent towards the neutral electrode, creating a shortcut which led to the melting. Most probably root cause - excessive force applied by user during operation. The corresponding IFU 100qjx_en_v2.0_01-2024 already contains a safety and warning under 3.2 correct handling and product testing not to overload the device on page 5: "do not overload the product with mechanical stress". The event is filed under internal karl storz complaint ID: (B)(4).